Event description:
It was reported that a capacitor charge time limit reached alert was observed via remote transmission. Review of the session confirmed extended charge time. The device showed that the battery is close to eri, and it is estimated to reach eri within 3 months during the device interrogation. On previous interrogation, the estimated remaining longevity in the remote transmission on (B)(6) 2017 was around 1 year. The patient was admitted to hospital for replacement on (B)(6) 2017. Before replacement, device interrogation was performed, and the device was found to have reached eri. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: this supplemental report is to correct the first notification date. The correct notification date is nov 22, 2017.

Manufacturer narrative:
Correction: this supplemental report is to correct the reporting timeframe reported on the initial report and submitted on (B)(6) 2017. The reporting timeframe is 30 days not bi-monthly.

Manufacturer narrative:
The reported field event of extended charge time was verified through the device memory. However, the charge timeout was consistent with excessive charging in a short period of time that loaded down the battery voltage. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. No anomaly was detected.